Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd. (B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device investigation could not be conducted because the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Reviewing of the manufacturing records found no indication of product deficiency. Based on the obtained information, it was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped possibly by small or tortuous vessels. Instructions for use states that: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter broke off in the rca during a retrograde pci to treat a heavily tortuous and heavily calcified cto in the mid lad. The separated tip was successfully retrieved by snaring. The pci was successfully completed with satisfactory result and the patient was discharged. There were reportedly no adverse patient effects.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The reported microcatheter and the concomitant guide wire (appeared to be an asahi guide wire) were returned for evaluation. The separated tip was found on the concomitant guide wire entangled by unraveled coils. Microscopic observation of the distal segment of the microcatheter found circumferential scratches, probably caused by contact with calcium, on the catheter shaft for approximately 40-50mm from the distal catheter end. At the distal catheter end, circumferential cracks were also observed on the shaft and remaining tip polymer. Underlying braids and innermost polymer layer were stretched out of the distal catheter end. The catheter lumen was narrowed down by the stretched and twisted braids and innermost polymer layer. The separated tip on the concomitant guide wire was twisted. On the tip surface, circumferential cracks were also observed. X-ray inspection revealed that coils of the concomitant guide wire were unraveled inside and outside the catheter tip. Although coils were unraveled, the wire remained in one unit without separation. Based on the provided information and investigation outcome, it was presumed that excess torsion was accumulated on the catheter tip while it was being trapped by the severely tortuous, severely calcified cto. When accumulated torsion exceeded the product's design limit, it caused the tip to be twisted and restricted wire movement inside the catheter. With the wire being restricted, continuously applied torsion loosened the coils, caused the devices stuck to each other, further damaged the catheter tip, and further unraveled the coils. By tensile stress applied upon catheter removal, the damaged catheter tip was assumed to be torn off. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.